Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode due to electromagnetic interference. The device was successfully restored to nominal settings. The patient was stable.